Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that one day post implant of this left ventricular (lv) lead, loss of capture (loc) was observed. The lv lead was found to have dislodged due to tortuous anatomy. A revision procedure was performed and the lv lead was explanted without complication. No adverse patient effects were reported during the procedure.